Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-09535. Related manufacturer reference number: 1627487-2019-09537. Related manufacturer reference number: 1627487-2019-09539. Related manufacturer reference number: 1627487-2019-09542. It was reported the patient was experiencing ineffective stimulation. Reprogramming was performed; however, it was unable to provide effective therapy. In turn, surgical intervention was undertaken wherein the entire drg system was explanted. This addressed the issue.